Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer was hospitalized due to high blood glucose of 900 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer's spouse reported that the customer was wearing the insulin pump at time hospitalization. Customer's spouse did not want to troubleshoot for high blood glucose. Customer was treated with insulin pen and treated during hospital stay. Insulin pump will not be return for analysis.